Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump did not beep or vibrate when he was running low on insulin. The customer¿s current blood glucose was 97 mg/dl. Assisted in performing self test. Customer stated the insulin pump beeped during the tone test. The insulin pump will not be returned for analysis.